Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.